Event description:
It was reported to philips that during a cerebral emergency examination, no xperct or 3d runs could be performed. It was indicated that the patient had a brain bleed. The procedure was completed on another system. The reporter indicated that there was a delay greater than 20 minutes and that long-term consequences of the delay cannot be ruled out. Philips has started and investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the patient's condition was critical when they were admitted for the emergency procedure. No immediate harm to the patient has been reported. The customer also reported to philips that there were no further complications for the patient. An issue with the system's bodyguard sensors was identified by the philips field service engineer (fse) when on site for a previous service order. The fse scheduled the bodyguard sensors replacement for the next day and returned the system for use to the customer with limitations along with instructions indicating the system was available for operation despite bodyguard's alerts. The instructions did not specifically inform the customer about unavailability of the supporting 3d imaging functionality (option) due to bodyguard alerts. The emergency procedure was performed prior to the bodyguard sensors replacement. The xperct and 3d rotation movements (required for the supporting 3d imaging) were unavailable due to bodyguard alerts occurring on the system. When bodyguard alerts occur, the system is designed to prevent the execution of a rotation movement to prevent possible patient harm. After replacing the bodyguard sensors, the system was returned to use in good working order. Additionally, the field service engineer completed re-training regarding the procedure for system return with the intent to ensure customers are informed about all specific limitations of the system in accordance with the service manual. Investigation codes have been updated per investigation outcome.